Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was unknown. Device alarmed no delivery alarm during troubleshooting with manual prime. Customer wanted the device replace. Customer agreed to return the device for analysis.